Manufacturer narrative:
Through follow-up communication it was learned the name of the involved hospital; therefore, section e of this report has been updated. Moreover, it was learned that patient died on july 9 2022, as a result of the infection. The allegation is that the mycobacteria chimaera derived from the heater-cooler system 3t used during the open heart surgery. Decedent was diagnosed with mycobacteria chimaera infection in may 2022 after culture studies were obtained. No other information has been made available. A device history record (DHR) review could not be performed since possible serial number involved was not provided. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.

Manufacturer narrative:
A.2-a.5. Patient information was not provided. D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. E.1. The hospital name is unknown this information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in unites states. Livanova initiated an investigation. This event was brought to livanova¿s notice by a lawsuit being filed, and the possibility to speak with the person suing us is limited by the rules of litigation. However, livanova is working in collaboration with its legal department to obtain any relevant information from the complainant. Livanova will timely share with the competent authority in a follow-up report any relevant additional information received.

Event description:
Complainant alleges through their counsel the m. Chimaera infection. Based on current status of the investigation the alleged device issue (o comunque l¿allegation fatta) was yet not confirmed.

Manufacturer narrative:
D.4. Three potential serial numbers were provided: (B)(6). Unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.4. Three potential serial numbers were provided: (B)(6). The manufacturing dates are 05.04.2012 or 19.11.2012 or 21.12.2009. H.11. Through follow up livanova was informed that the surgery date was (B)(6) 2016 and the type of surgery was CABG x 3 and aortic valve replacement. Patient began having symptoms 2020. M. Chimaera confirmed by (B)(6) 2022. DHR review of possibly involved device serial numbers has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No device between the ones possible involved and in use at the hospital at the time of surgery ((B)(6) 2016), was equipped with vacuum and sealing kit since upgrade activity started in 2017, but when fse visited customer's facility to upgrade above mentioned devices in 2019, they were permanently taken out of service already. Livanova became aware of these cases through legal actions, we do not expect to receive additional information in the near future. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.